Manufacturer narrative:
Device codes: 2017 labeled. Internal file number - (B)(4). Correction: added device code 2017 (failure to follow steps). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the xience xpedition, everolimus eluting coronary stent system (eecss) instructions for use, states: deflate the balloon by pulling negative on the inflation device. The investigation determined the reported deflation issue appears to be related to the use error, as it was reported that negative pressure was held for only five seconds to deflate the balloon to remove the stent delivery system (sds). The xience xpedition IFU specifies: deflate the balloon by pulling negative on the inflation device. Larger and longer balloons will take more time (up to 30 seconds) to deflate than smaller and shorter balloons. Confirm balloon deflation under fluoroscopy and wait 10 to 15 seconds longer. In addition, it is likely the partially deflated balloon interacted with the anatomy during retraction of the device, as resistance was noted, thus contributing to the reported difficult to remove, ultimately causing the reported material deformation (flared and twisted stent struts). Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following was added: the physician confirmed balloon inflation reached 12 atmospheres. A decision was made not to inflate the balloon to the rated burst pressure due to the location of the vessel. Additionally, negative pressure was held for only five seconds to deflate the balloon to remove the sds.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the left main artery. A 3.5x15mm xience xpedition stent delivery system (sds) was advanced to the target lesion, and the stent was deployed. Post-dilatation was performed with the sds. The balloon was inflated one time at 10 atmospheres, but then the balloon only partially deflated. The sds was retracted back, but there was resistance removing the sds due to anatomical challenges and the partially deflated balloon. After several attempts, the balloon was ultimately deflated and the sds was removed . However, the struts of the stent became flared and twisted. Additional treatment was not performed. The procedure ended at this point. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.